Event description:
It was reported that the patient underwent a surgical procedure to have an inflatable penile prosthesis (ipp) explanted due to the device not operating as expected. No patient complications were reported.